Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was admitted to the hospital due to syncope, dizziness and shortness of breath. It was determined that the patient's syncopal event and symptoms were due to dehydration. A device evaluation was ordered while the patient was hospitalized, and during the check the patient experienced a seizure. The patient reportedly had a history having seizures. It was noted that the device did not cause or contribute to the seizure, and that during the event rhythm strips were printed from the device programmer that showed normal heart rate and pacer function. After the seizure, device evaluation continued. Rv capture thresholds prior to the seizure were normal, but after the event were elevated to 2.2 to 2.3 volts. A chest x-ray was done and the lead had dislodged. Surgical intervention was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.